Event description:
Customer reportedly received results of 141 mg/dl and 51 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Caller treated the customer with glucose tablets, a banana, and a can of soda. 10 minutes after testing 51 mg/dl customer tested 62 mg/dl. Low blood glucose symptoms improved in 30 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.